Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a nurse that the patient was hospitalized due to elevated blood glucose levels and was diagnosis with diabetic ketoacidosis. It was noted that the patient had worn two different pods from the same lot on the date of the event and had experienced pain at the infusion site. The duration of wear of each pod and specific blood glucose values at the time of the event were not reported. No information was provided regarding associated symptoms, treatment received, or length of hospitalization. The two pods were discarded and are unavailable for investigation. No additional information is available.